Event description:
It was reported the patient had been having a lot of hip pain on her left side since yesterday. The pain only occurred when the patient was in certain positions. It was thought to be related to an inflammatory mass. The system was being used to deliver bupivacaine and dilaudid. It was later reported the patient was still having concerns with the device or therapy, but was working with a doctor or manufacturer representative. There was an appointment date of (B)(6) or sooner, if needed.

Manufacturer narrative:
Concomitant product: product ID: 8780,# serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported within the past month (june) there had been a handful of mornings when the patient would wake up and her right leg was completely numb. The patient had trouble walking if she gets up and it took about an hour before sensation resumed in her leg. It was reported the patient laid on her right side. The patient inquired if by laying on the right side it would cause medication to gravitate to the right in her intrathecal space causing numbness on her right side. It was unknown whether the symptoms were sudden or gradual onset. The patient had called her pain doctor and surgeon and had not heard anything back. It was noted the patient was asking if the position of the pump could be sitting on a nerve. A follow-up report will be sent if additional information becomes available.